Manufacturer narrative:
The returned valve was patent and met the requirements for leak testing. The device did not meet the requirements for siphon, reflux, pressure-flow and preimplantation testing as the valve was not adjustable. Large amounts of proteinaceous debris were observed in the interior and exterior of the valve. The valve was returned at pl = 2.5. Debris within the valve may interfere with the adjustment mechanism resulting in difficulty adjusting the valve. The instructions for use that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris.¿ a review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the valve couldn't be reprogrammed. According to the report the valve was found to be stuck at pressure level 2.5. The report stated the valve was explanted on (B)(6) 2015. It was also reported the valve was replaced with another device. Reportedly, there was no injury to the patient.